Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and keypad traces assembly were also found corroded per visual inspection. The battery out limit alarm and button/keypad anomaly could not be verified due to the blank display. No unexpected constant audio alarm noted. The device also had a cracked case at the display window corners and severely scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a black screen. He also reported that the device alarmed battery out limit, the buttons were not responding and had constant beeping. Blood glucose value was 282 mg/dl; treated with manual injection. He stated that the device was not exposed to extreme temperatures. He stated that the black screen did not disappear. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.